Manufacturer narrative:
The customer returned the suspected contour next usb meter (serial # 3006216) and contour next test strips from lot # 0eped03a for evaluation. The returned meter was tested with the returned test strips and in-house contour next control solution, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer's returned contour next usb meter was tested with the contour next test strips from lot#: 0eped03a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within one minute he obtained blood glucose readings of 300 mg/dl, 27 mg/dl and 55 mg/dl on the contour next usb meter. The customer stated that he was feeling hypoglycemic, so he administered glucose after which he recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.